Manufacturer narrative:
(B) (4). (B) (4).

Event description:
User reported a leakage of fluid from smartsite valve during priming. This event occurred prior to pt contact. Further information on the event has been requested but not received to date.